Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported infection at insertion site with symptoms of pain and pus. The sensor was inserted on (B)(6) 2024. The user mentioned that the sensor site became more swollen. The patient consulted hcp who confirmed that the site was infected. The user was prescribed with antibiotics by the hcp to treat the infection. This incident does not require any further investigation.

Event description:
On 30 december 2024, senseonics was made aware of an incident where reported infection at insertion site with symptoms of pain and pus. The sensor was inserted on (B)(6) 2024. The user mentioned that the sensor site became more swollen.the user was prescribed with antibiotics by the hcp to treat the infection.